Manufacturer narrative:
It is known that an improper installation, maintenance or a collision can lead to the spring arm cover falling off. The device was evaluated and repaired by a trumpf service technician. The trumpf technician was informed that a third party biomed was aware of the broken elbow cover. No preventative maintenance records were found for this device.

Event description:
The elbow cover on an ondal spring arm, attached to the trumpf medical surgical light came off during a surgery and fell, landing in operative field. No patient injury occurred.